Event description:
The patient came in to the doctor's office in 2005 to pick up their contacts and had them in for about 6 hours, they took them out and went tto bed. They woke up in the middle of the night and theiry eyes were very badly irritated. Patient came in to see the doctor in the next day .their vision had gone from 20/20 ou corrected vision to 20/400 ou corrected vision. Patient was treated with zymar q30min x 24 hrs unitl follow-up. Refresh + tears 10 mins after installation of antibiotic. On the 2nd day 100% better in od and 95% better in os. Rx corrected to +2.25 ou ucva 20/50 and 20/50. Bcva to be accomplished on next fu. Patient did not keep appointment on the t3rd day. Still on meds; zymar q3h until follow-up.